Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after recapping the needle on a bd precisionglide¿ needle 25 g x 5/8 in the needle protruded through the side of the cap resulting in a needle stick injury. Medical intervention is unknown.

Manufacturer narrative:
Investigation summary: one sample was received in the plant for evaluation. Eighteen visual inspections were performed on 1,050 parts with zero defects noted. No notifications were written for this batch. Investigation conclusion: the needle stick occurred when the needle was being reshielded. Root cause description: it is recommended to follow cdc guidelines and not reshield used needles. Discard unshielded needles into a sharps container. If this is not possible, use a one handed, passive recapping technique, to cover the needle. Ensure that the needle shield is properly seated on the hub. Do not force the shield onto the needle, as the needle may penetrate the shield causing injury.